Manufacturer narrative:
Additional information was received that there was another additional suspect medical device component involved in the event: model: sc-1132. Serial/lot: (B)(4). Description: precision spectra ipg kit.

Event description:
A report was received that the patient had a bad fall about a week and a half ago. Since then, the patient has experienced undesired stimulation in the middle of her back. The patient also experienced a shocking feeling when the stimulation is on. Two days ago, the patient went numb from the waist down and could not use her legs. The patient went to see her physician for her regular appointment and was sent to the emergency room (ER) for a computerized tomography (CT) scan. The patient was in the ER for several hours but never saw a physician. The patient thought she was better because she could walk again and she left the ER. The patient has a follow up appointment with another physician for an x-ray.

Manufacturer narrative:
Additional information was received that the patient's x-ray results showed nothing wrong. The patient was reprogrammed and there are no additional actions planned with regards to the ipg. The patient's fall was not device-related.

Event description:
A report was received that the patient had a bad fall about a week and a half ago. Since then, the patient has experienced undesired stimulation in the middle of her back. The patient also experienced a shocking feeling when the stimulation is on. Two days ago, the patient went numb from the waist down and could not use her legs. The patient went to see her physician for her regular appointment and was sent to the emergency room (ER) for a computerized tomography (CT) scan. The patient was in the ER for several hours but never saw a physician. The patient thought she was better because she could walk again and she left the ER. The patient has a follow up appointment with another physician for an x-ray.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2218-70, serial/lot: (B)(4), description: linear st lead kit 70 cm,

Event description:
A report was received that the patient had a bad fall about a week and a half ago. Since then, the patient has experienced undesired stimulation in the middle of her back. The patient also experienced a shocking feeling when the stimulation is on. Two days ago, the patient went numb from the waist down and could not use her legs. The patient went to see her physician for her regular appointment and was sent to the emergency room (ER) for a computerized tomography (CT) scan. The patient was in the ER for several hours but never saw a physician. The patient thought she was better because she could walk again and she left the ER. The patient has a follow up appointment with another physician for an x-ray.